Manufacturer narrative:
Patient information was unavailable from the site. Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that the site had persistent issues with the navigation device not linking to the imaging device. It required consistent log outs and then registration on the fly intraoperatively. The surgery was completed with navigation.